Event description:
Info received indicates the siderail will not latch in the up position.

Manufacturer narrative:
The tech found the bolt connecting the latch to the siderail end tube was missing. The tech replaced the bolt to repair the stretcher.